Manufacturer narrative:
The c-t ii port closure, 10/15 (mm) involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our engineering department. (B)(4).

Event description:
The doctor passed the suture needle down the guide and shavings were created at that time. The shavings fell into the abdomen and needed to be removed. The doctor picked the shavings out of the abdomen with a grasper.